Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for son via phone call for cosmetic damage and high blood glucose. Blood glucose was 430 mg/dl. Customer reported damage to the insulin pump. Customer reported that they treated high blood glucose with insulin pump. Customer decline troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.